Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 26-apr-2023 h.6. Investigation summary: bd received 11 samples for investigation. Ten (10) of the samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an insufficient amount of blood through the device. Patient was re-drawn with product # 368836. This is the 7th of 7 patients. The following information was provided by the initial reporter: no blood flow, even when in-vein indicator signals vein entry. Several needles and patients involved. Additional information obtained: 7 patients have been affected, during the last week. 1 patient must come back in 2 weeks since they were not able to take the samples. For the other 6 blood was drawn in the other arm with 368836 instead.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an insufficient amount of blood through the device. Patient was re-drawn with product # 368836. This is the 7th of 7 patients. The following information was provided by the initial reporter: no blood flow, even when in-vein indicator signals vein entry. Several needles and patients involved. Additional information obtained: 7 patients have been affected, during the last week. 1 patient must come back in 2 weeks since they were not able to take the samples. For the other 6 blood was drawn in the other arm with 368836 instead.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.